Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number for needle clog. CAPA/sa - no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd ultra fine¿ pen needles was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported finding when injecting with the pen needle the insulin just locks up inside the needle. It clogs and is unable to complete her dose. It was reported that the pen needle clogs during the injection. Lot #: unknown. Catalog# 320109. Date of event: unknown. Samples status: discarded.